Event description:
It was reported that the radio frequency (rf head) had no telemetry. The rf head has been returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the rf head failed uplink functional testing due to the cable being out of electrical specification. (B)(4).